Event description:
A malfunction alarm identified as "malf 0" was reported by the customer, with no notable events occurring prior to the issue. The impact on the customer¿s blood glucose level was unknown as the customer declined to provide this information. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.